Manufacturer narrative:
Evaluation summary: two devices were returned for evaluation. The returned product did not meet specification as received. Visual inspection of the two disposable device revealed that the tip of the waveguides was broken off. The broken pieces were returned. The reported condition was not confirmed because the device needs to be in an activated state to develop fractures. The devices stopped working. Investigation personnel performed functional testing on the returned hand pieces using a test lab generator and battery. Each assembled device returned a green light and a welcome tone, but immediately returned a red indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) adv ises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, while opening the devices from the box the tip of the instruments got broken and the jaw pieces fall down on the table itself. There was no patient involvement. Initial investigation shows that the waveguides was broken off. The broken pieces were returned.